Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a baxter field service technician. Review of the alarm log found evidence of the 38 alarm. Visual inspection found damage to the right force sensing resistor, which was determined to be the cause of the alarm. The right force sensing resistor was replaced to resolve the issue, and the device was returned to good working condition.

Event description:
It was reported that a flogard infusion pump experienced an alarm 38. It is not specified when this occurred. There was no patient involvement. Additional information was requested and is not available.